Event description:
Probe would not function approximately one hour after the start of the case. The product was replaced during bypass with no pt complication reported. The user indicated the device was discarded by the facility following case completion.